Manufacturer narrative:
D2b pro code: dsk. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter recognition issue occurred. An avvigo plus multi-modality guidance system and opticross catheter were selected for use. The system recognized the cathter correctly, but during the procedure the same catheter is suddenly recognized as a different model - opticross 16 or 32. This causes the settings associated with the connected catheter to change. The procedure was completed with this device.

Manufacturer narrative:
D2b pro code: dsk. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter recognition issue occurred. An avvigo plus multi-modality guidance system and opticross catheter were selected for use. The system recognized the catheter correctly, but during the procedure the same catheter is suddenly recognized as a different model - opticross 16 or 32. This causes the settings associated with the connected catheter to change. The procedure was completed with this device.